Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller inquired about end of service (eos); information was reviewed. They also said the patient fell last month and caused a wound over the ins. The wound closed, but it reopened in (B)(6); the ins is exposed. Caller said the patient is being set up for a future date to replace the ins. No longevity allegations were reported. Six days later, patient called in and provided additional information about the fall/wound. Patient noted their shoes and truck were wet from dew, and when they went to climb into their truck, they didn't get a good grip and they went down. Patient noted there was a gaping wound at the ins site that is the size of a silver dollar; they can see something if they stick their fingers into it. Patient added that the site is oozing clear liquid and the patient leaves a wet spot everywhere they go. This issue is being addressed by the hcp; patient was given foam with silver in it and has been using that with bandage/medical tape. Patient said it doesn't hurt all the time unless they happen to touch it; one time the patient's son shut the screen door on it. Patient doesn't know if the fall could have cracked the ins or pulled the lead; they will find out at the replacement surgery which is scheduled for (B)(6) 2018. Patient also said the little machine wasn't working and they turned stimulation up to 8.0v and they weren't feeling anything. They report a continuation of "losing control"; patient doesn't have much control. They added they will drive somewhere, and when they get up, they better be able to go to the bathroom right there because they can't get into a house or hall in time to use the bathroom. No further patient complications have been reported as a result of this event.